Event description:
It was reported that during a remote device data review, loss of capture and low sensing measurements were noted from this right ventricular (rv) lead. The patient was brought in clinic and it was alleged the rv lead had dislodged and a perforation occurred. This was later confirmed via diagnostic imaging. A lead revision procedure occurred that night, where the physician confirmed the rv lead perforation and anterior dislodgement under fluoroscopy. The rv lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. It was stated the lead would be retained at the facility and is not expected for analysis.